Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was receiving a corail total hip. Anterior approach sustained a crack in the calcar while boarching. A cable was place the implant inserted and was very stable. Just to note not a depuy product - but a scalpel blade broke while exposing to acetabulum. After 45 minutes of trying to retrieved the broken blade surgeon decides to leave of in the patient. Doi: (B)(6) 2018; doe: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.